Event description:
Alleged issue: ats bag s-100-08lf with chest drain s-1100-08lf was used on a patient with a gunshot wound. The first ats bag filled to 1100 ml in less than 10 minutes and was detached from the drain. A second ats bag was attached which filled to 700 ml. The first bag was spiked with their tubing through the ats port, but the blood would not flow through the tubing. Blood was administered to the patient by another process. The patient's condition was reported as critical.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. Manufacturer will continue to monitor and trend related complaints.